Event description:
It was reported that the patient was asymptomatic. It was noted that following a recent implant, capture thresholds had risen and right ventricular sensing and pacing impedance were observed to be trending down on the right ventricular (rv) lead. A rv lead cardiac micro -perforation was suspected by the physician. The rv lead was explanted and replaced. The patient was stable.